Manufacturer narrative:
(B) (4) hold button has long delay. Evaluation of the returned product shows that the hold function is not working and the sensor port two has damaged to it's connection points and it does not alarm. The fail safe feature is not working. The sensor port one is working properly. (B) (4).

Event description:
The customer reported that the hold button has long delay, they were unable to specify whether the unit has an alarm tone. The customer was not able to test the unit with different sensor pads or with new batteries. No visual damage detected by the customer. There was no patient injury reported. Inspection of the product by posey shows that the sensor two port has damage and has no alarm tone.